Event description:
A pt reported experiencing dizziness while using a fasttake meter. On the morning of the event in 2001, pt's fasting blood glucose was 307mg/dl on ft meter. Pt was feeling dizzy and weak. Pt rechecked the blood glucose on a surestep and precision meters and obtained readings in the mid-100s. Two more tests were done on the ft meter and both readings were in the mid-100s. Pt did not experience any other event that required medical treatment. Pt has been reportedly having erratic blood glucose readings, which has prompted the physician to request a hematocrit level. Hematocrit level is unknown. No further info has been provided.